Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address a dislocation. The surgeon thought that the liner had not been seated in the cup during the patient's prior revision.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 9/19/2016: medical records received. After review of the medical records for MDR reportability, the medical records provided is the revision operative note for the patient's first revision (B)(4). There is no new information that would change the existing MDR decision.

Manufacturer narrative:
Additional narrative: patient was revised to address a dislocation. The surgeon thought that the liner had not been seated in the cup during the patient's prior revision. Update rec'd 9/19/2016: medical records received. After review of the medical records for MDR reportability, the medical records is the revision operative note for the patient's first revision ((B)(4)). There is no new information that would change the existing MDR decision. This complaint was updated on: 10/14/2016. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Medical records and xrays were reviewed. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.